Event description:
A technician reported a secondary energy too low error, during a surgery. The surgery was completed, and there was no procedure interruption. No impact on surgery, or outcome, was reported. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed when additional reportable information becomes available. (B)(4).